Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump malfunction with an "incest clamp". This condition was found in the biomed department upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. Upon further review, the quality engineer has identified the reported condition as a slide clamp issue. This condition had the potential to interrupt delivery. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and reproduced during service evaluation. The quality engineer has assigned the cause to loose sensor connectors . The sensor connectors were cleaned and resoldered to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.